Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had internal leaked. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation bent rigid tube, dent on rigid tube and chipped light guide bundle a root cause could not be identified. Based on the results of the investigation, since the reported event was not found, the most probable cause of the malfunction could not be determined. However, the most probable cause of the additional malfunctions identified during investigation the probable cause is traced to component failure of rigid tube and light guide bundle respectively. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.